Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy. "At the very beginning of the procedure, the surgeon grasped the gallbladder and the c4130 got stuck and the surgeon was not able to release the trigger. So he tried with the help of a mosquito to release the trigger but it was not possible, so he introduced another c4130 and began to pull the gallbladder from the 2 grasper and at the end the gallbladder released from the "wrong" grasper." Patient status: "ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.